Event description:
Procedure type: laminectomy. According to the reporter: with wound drainage after cervical foraminotomy. For cervical radiculopathy without sign or symptom of myelopathy. Taken back to the operating room for wound evaluation for csf leak. A leak was strongly suspected, but could not be identified in surgery. The two level foraminotomy was converted into a laminectomy of partial and complete in that a partial thickness tear was suspected in the region. Again no drainage of spinal fluid could however be found. Given reports of duraseal causing problems of expansion. The neurosurgeon was aware of extra care was made in hemostasis and in using a tiny amount of the product. Specifically of the 10 cc provided was utilized which was enough to place one thin covering the the exposed dura. The pt, two days later, developed a new myelopathy causing severe weakness, numbness, and loss of proprioception in the lower extremities. An MRI was obtained.

Manufacturer narrative:
(B)(4).